Event description:
Report rec'd of a non-delivery of heparin due to the pump turning off without an alarm. The pt was receiving heparin at an unspecified rate. The nurse reported when she was checking the pt she noticed that the display light on the pump was not illuminated. On close examination, she noted the display was blank but the control knob was set to run. The nurse turned the knob to the off position and back on. The display light came on for a few seconds and then flickered back off. There was a long "noise" and the nurse stated that the device felt warm to the touch. The nurse thought that the most time that the infusion could have been off was about two hours, as she had been in the pt's room frequently that day. The device was drawn and was reported to be within normal limits. The infusion was discontinued approximately three hours later per physician orders. There were no reported adverse pt effects.